Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient presented with an infection and improper healing at the pacemaker incision site, during follow-up in clinic. The device and leads were found visible from the opened incision site of the implanted device pocket. With the skin of the device pocket appearing red, swollen, and experiencing discharge. The physician explanted the entire pacemaker system to resolve the issue. The patient was in stable condition throughout the procedure.